Event description:
The information received in the report was obtained following a report by the patient 1/25/2023 and discussion with the patient regarding his symptoms and hospital course with the most recent discussion occurring 2/2/2024. Mr goff has a medical history of chronic migraines and obtained the cefaly device through his va medical providers. After receiving the cefaly device he experienced a "very bad migraine" and attempted therapy on acute treatment mode. During treatment 1/25/2023, he noted that the treatment intensity gradually increased beyond what was tolerable. Per the instruction manual he pressed the device button with intension to plateau the stimulation however pressed the device button twice then repeating causing the opposite effect of ramping up the intensity. Eventually the stimulation became uncomfortable enough that he pulled off the device citing worsened headache, dizziness and severe nausea. He described the dizziness as tingling of the whole head as well as disequilibrium without vertiginous symptoms as if stepping off a boat. He mentions that prior to using cefaly he experienced symptoms of intermittent dizziness, whole head tingling and nausea with headaches but the symptoms after treatment were more severe and persistent. He was able to walk to bed and fall asleep. When he awakened to use the restroom during the night, he realized that he could not walk because of the severity of the dizziness. To be clear he could move his legs but he reported inability to coordinate his leg movements "as if I was on a boat" without directional pull or sway in symptoms. He also reported constant and severe headache with nausea which prevented him from taking foods or water by mouth. Though his symptoms gradually improved over several days, they continued to persist, especially nausea leading to poor po intake and loss of 10lbs. He required a walker where he was not using one prior to get around or he felt like he would fall. On 1january 2024 and called 911 and was evaluated at huntley hospital in northwestern illinois and had work-up including MRI brain, cervical spine, echo-cardiogram, cta of the head of neck. By report work-up demonstrated chronic cervical degenerative disk disease and mild cerebral atherosclerosis but otherwise testing was normal. He was in hospital for 4 days and evaluated by physical therapist and occupational therapist who said "there is nothing I can do for you". He has a outpatient neurologist who evaluated him and could not figure out what occurred. He was discharged home with persistent symptoms then was seen and readmitted to the madison wisconsin va due to persistent severe nausea and imbalance/dizziness. Similar testing and evaluation was performed including MRI/mra head and neck, echocardiogram, EKG, physical and occupational therapy with normal testing and results. He primarily had treatment for migraine. He was discharged home after 5 days with plan for outpatient physical and occupational therapy. Currently his nausea has resolved and dizziness has improved however he continues to have persistent imbalance requiring a walker and near constant headache. Because his symptoms were persistent, this submission was precautionary pending further information from the patient's status.